Manufacturer narrative:
Combination product: yes. On 29-oct-2020 - opened in error--incorrect lot and size. Opened new report: MDR-1028232-2020-04710.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The lesion could not be crossed and the device was removed. When the device was ready to load again it was discovered that there was no stent on the balloon. The stent was found in the co-pilot hemostatic valve.